Event description:
It was reported that the patient was asymptomatic. It was noted the patient presented remotely via merlin.net and non-sustained r wave oversensing (nsrvo) episodes due to post paced t wave oversensing (pptwos) was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. Frequent nsrvo episodes were observed post programming with further programming possibly required. The patient was continuously being monitored. The patient was stable before, during and after programming.